Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the case involved the distal posterior descending artery (pda) and the right coronary artery (rca). Two xience v stents (2.75 x 28mm and 2.5 x 28 mm) were deployed in the distal pda. A xience v 2.5 x 28 mm was implanted distally in the rca and then a second xience v 2.5 x 28 mm was deployed. A xience v 2.75 x 28 mm was then attempted to be deployed; however, it would not cross and it was removed from the pt. At that time, a dissection was noted in the mid rca. The dissection was ballooned and then a xience v 2.5 x 23 mm was advanced in the vessel, but it would not cross, so two 2.5 x 15 mm xience v stents were implanted distally. Then the same xience v 2.75 x 28 mm that previously would not cross was reinserted (contrary to IFU) and deployed to cover the dissection. Reportedly, the pt is doing well. No add'l event or pt info is available.